Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient waited longer than recommended before performing an infusion set change, which resulted in a hyperglycemic event. The agent assisted the patient with a teflon 6 mm inset infusion set change and confirmed that insulin therapy had resumed. At the time of the call, the patient¿s blood glucose level was 286 mg/dl. In the blood glucose questionnaire, the patient reported that their glucose levels were affected, with a highest reading of 286 mg/dl. The elevated levels persisted for approximately 1 to 1.5 hours. The patient did not use back-up therapy, did not test for ketones, had not received a recent steroid injection, and did not require professional medical intervention or other assistance. No immediate health effects were reported, and insulin was not suspended through the device. With the new infusion set in place and insulin therapy resumed, the agent assured the patient that glucose levels should trend back into range within the next hour and advised them to call back if levels did not decrease. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.